Event description:
It was reported to technical services on (B)(6) 2012 that this ra lead has some noise which lead to an inappropriate atr. This happened on (B)(6) 2012. Could be an early indicator of a lead problem. This is only the 2nd atr since implant. Newer vt episodes showed no ra noise. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)